Event description:
It was reported that the patient was referred for vns device explant due to exacerbation of the patient's underlying respiratory issues with vns stimulation, as well as reported hypoxia with the vns device. Clinic notes provided for the explant referral indicate that the patient experienced gasping-type breathing and desaturation during vns ramp up, so the vns was turned off. It was reported that since the vns disablement, the patient has been at his neurological baseline. Further follow up with the physician confirmed that the patient's desaturation was confirmed using a pulse oximeter and it was observed that the blood oxygen level had decreased/desaturated. The physician has assessed that the vns stimulation is causing the patient's blood oxygen desaturation. Per the provider, the patient is experiencing worsening respiratory issues since having device turned on. It was confirmed that the patient has underlying respiratory issues however the physician believes that the vns is associated to desaturation. The generator was explanted and discarded. The reports of diagnostics from provider read okay. No other relevant information has been received to date.

Event description:
Further follow up with the physician¿s office confirmed the product information for the patient¿s generator, along with the explant date. No other relevant information has been received to date.